Manufacturer narrative:
The field service engineer (fse) found a defective ultrasonic mixer. The fse replaced the dilution vessel/ultrasonic mixer assembly. The operational and mechanical checks were acceptable. The customer ran acceptable calibration, qc, and patient correlations. The investigation determined that the service actions resolved the issue. The event occurred in.

Event description:
The initial reporter complained of questionable ise indirect na gen.2 results for 1 patient tested on a cobas 8000 cobas ise module (double). For a sample that was collected at 03:58, the na result on the ise module was 122 mmol/l and was reported outside of the laboratory. The physician questioned the result and the repeat result on a different ise module was 130 mmol/l. At 13:00 a new sample was collected and the na result on the ise module was 129 mmol/l the repeat result on a different ise module was 130 mmol/l. On (B)(6) 2019 at 01:00 a new sample was collected and the na result on the ise module was 121 mmol/l. The repeat result on a different ise module was 130 mmol/l. On (B)(6) 2019 at 06:40 a new sample was collected and the na result on the ise module was 130 mmol/l. The repeat result on a different ise module was 131 mmol/l. The repeat results were deemed to be correct and the patient's condition was "stable". The na, k, cl electrode lot number and expiration date were asked for but not provided.